Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported impact on the customer¿s blood glucose level at the time of the event. The customer was instructed to load a second cartridge, but the alarm recurred, leading to a decision to replace the pump. The customer did not provide information on backup insulin therapy.